Manufacturer narrative:
The sample was not available for evaluation, however photos were sent by the customer. Per the photos, the tubing exhibited ballooning with complete rupture. The root cause of the reported issue could not be conclusively determined. No manufacturing process could be identified that would contribute to the reported event. However; this is likely a user related problem since as per the instructions for use accompanying the device, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 17 jan 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 27 dec 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that upon removal of the nasal-jejunal (nj) tube, a piece had broken off and remained inside the patient. An additional procedure was required to remove the nj tube, and to re-pass a new nj tube. Per additional information received (B)(6) 2018, the patient was well and discharged after the procedure. Per additional information received (B)(6) 2018, the reporter believes that the tube had become clogged prior to the break.